Event description:
Product analysis was completed on a generator returned due to reported low battery. At time of replacement, the battery was at 11-25% battery status indicator. Premature battery depletion was identified. This was determined by review of the generator's internal data which showed a discrepancy between the battery voltage and the percentage of the battery consumed. The discrepancy could not be attributed to post-explant activities. The manufacturer's device history records of the generator were reviewed. It was found that the generator was laser-routed device; the generator passed final functional and quality specifications prior to distribution. Visual analysis showed contaminates on the trimmed edge of the pcba and the generator failed multiple electrical tests. After the contaminates were removed, the generator performed according functional specifications with no further anomalies identified. From a previous internal investigation, it is known that some laser-routed devices may be susceptible to premature battery depletion. The observed conductive debris likely occurred from the laser-routing process, which resulted in current leakage paths and premature depletion. No further relevant information has been received to date.